Manufacturer narrative:
Outcomes to adverse event, date of event: estimated date of death and event. The UDI is unknown because the part number and lot number were not provided. Implant date: estimated date of implant. The device was not returned for evaluation. The reported patient effect of death is listed in the xience v coronary stent systems instructions for use as a known patient effect of coronary procedures. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attached: left main coronary artery disease revascularization according to the syntax score. The additional adverse patient effects are being filed under a separate medwatch report number.

Event description:
It was reported through a research article that xience stents may be related to death, myocardial infarction, stroke, thrombosis, ischemia, revascularization, surgical intervention, and rehospitalization. This article summarizes clinical outcomes of 1,905 patients that were treated with xience stents. Specific patient information is documented as unknown. Details are listed in the attached article titled: "left main coronary artery disease revascularization according to the syntax score".